Event description:
The complainant reported that a female pt under went a radiofrequency ablation (rfa) procedure for an osteoid osteoma condition. The procedure was performed percutaneously. The complainant reported that a coaxial introducer was used with the leveen needle electrode during the ablation. The recommended settings were used and the highest power achieved during the procedure was 12 watts. The rfa procedure was successfully completed. During the procedure, the pt experienced a small burn at the insertion site by the head of the femur. The burn was stitched and monitored. The complainant was unable to categorize the degree of the burn. There was no indication from the complainant of any further adverse affect on the pt as a result of the reported problem.

Manufacturer narrative:
A review of the device history records was performed for any deviations related to the problem reported in this complaint. The review confirms that the lots met all material, assembly and performance specifications. A lot history search and review was also performed, which found no other complaints against lot number 9054066. The july 2007 rf probes product family trending chart was reviewed and the product family is not at or above the compliant alert limit and does not show a negative trend. The device was returned for evaluation. During the visual evaluation, residue was found to be present, indicating the device had been used on a pt. The insulation was found to be damaged, as it had been split in two places on opposite sides of the coaccess introducer, and the damage was located approx 11.7 to 12.3 centimeters from the distal tip. The distal edge of the insulation on the introducer had also been damaged. The electrode cannula was found to be slightly bent. A functional evaluation found that the array could be extended and retracted with resistance. It was determined that this was most likely due to the residue located in between the tines. The array was visually examined, and the appropriate full even umbrella shape was found. The continuity of the times of the array was found to be able to conduct current, indicating that there was proper connectivity of the device. The peeled area in the insulation was also checked for possible continuity and it was verified that current could be conducted through the damage in the insulation. Another functional evaluation found that the introducer could be placed onto the handle of the electrode without issue. This customer's complaint condition was confirmed. The most probable route cause of the event was determined to be the result of the device being handled with another instrument during pt use, causing the insulation to be torn. A CAPA has been initiated to address damaged insulation issues.